Event description:
The carefusion service tech reported that the ventilator had a seized turbine with an audible alarm. The reported problem occurred during service of the ventilator and was not connected to a patient.